Event description:
Healthcare professional reported right side rupture confirmed via MRI and ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Additional, changed, and/or corrected data: h6, h10 visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e1 (last name): (B)(6). Continued e1 (phone number): +(B)(6). Continued h.6 (health effect - impact code ): f15 recognised device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI and ultrasound. Device has been explanted and replaced with non-allergan device.